Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: received in an explant kit box in a specimen container in a semi-cloudy formalin. Received with all leaflets excised along the margin of attachment. Due to the receipt condition of the valve, it is not possible to give an in-depth analysis on the leaflet tissue. Tissue deterioration in the remnants of the left right and right noncoronary commissures appear to be associated with mineralization. Moderately thick pannus covers the outflow aspect of the stent. Remnants of pannus remain attached due to the margins of attachment along the inflow aspect of the valve. Review of the device history records shows that the product met manufacturing specifications when released for distribution.

Event description:
Medtronic received information that this bioprosthetic aortic valve was explanted after approximately two years of service due to heavily calcified leaflets. To date, there have been no reported patient symptoms attributed to the performance of the valve.